Event description:
It was reported, that during a surgical procedure. The bur melted, the procedure was completed successfully without a delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text: device discarded.